Manufacturer narrative:
This case was reopened on january 18, 2018 to enter additional information which was received on january 3, 2018 . A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 52/46 code l on (B)(6) 2007. The patient was revised due to pain, loosening, metallosis, fluid collection, elevated metal ions and metal debris.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 52/46 code l on an unknown side (exact date not reported). The patient was revised on (B)(6) 2017 due to pain and loosening.

Manufacturer narrative:
This case was reopened on november 22, 2017 to enter additional information which was received on november 15, 2017. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 52/46 code l on the left side on (B)(6) 2007. The patient was revised due to pain, loosening, metallosis and fluid collection.